Event description:
It was reported that a lcs15 was used during a laparoscopic gynecology procedure. It was reported by the affiliate that the jaw would not close properly. A new blade was used to complete the case. There was no consequence to the pt.